Event description:
On (B)(6) 2007, client had back surgery accessed through her abdomen. Ethicon vicryl dissolving sutures were used. In (B)(6) of 2015, pt developed a knot that was sensitive, sore and was protruding from the left side scar on her abdomen. On (B)(6) 2015, client saw her primary care doctor and received an abo. She was told it was an infection. The next day her pain increased tremendously. On (B)(6) 2015, she sent back to the original surgeon from 2007. He lanced the area and indicated that it may be infected with a hair follicle. She was told that it should heal within 7 days. In (B)(6) 2015, the doctor indicated that everything looked fine and the incision would heal. On (B)(6) 2015, the incision still had not healed. On (B)(6) 2015, there was still a hole where the lance was done. She went to (B)(6) and saw dr. (B)(6). He performed a culture of the lanced area and it tested positive for (B)(6). She was placed on an abo and was told to return (B)(6) 2015. Upon her return, she was given additional abo. She was then referred to a wound care specialist/surgeon. She saw the specialist at (B)(6) (dr. (B)(6)) on (B)(6) 2015. From the lance he removed sutures from the surgery in 2007. He lanced the area again to see if any additional sutures were present. He also removed sutures from her navel. On (B)(6) 2016, dr. (B)(6) performed a surgery on the previous surgical site. He cleaned out additional sutures and infected pockets from the navel and adjacent area. He utilized staples to close both wounds. Currently the areas have not healed. The staples were removed (B)(6) 2016. Unfortunately, areas are still sore and slow healing. Client has viewed recalls concerning the sutures online. She will return (B)(6) 2016 for a follow-up.